Manufacturer narrative:
Additional 510k - k013227. Complaint number - (B)(4).

Event description:
Doctor indicated that the tapered screw vent (tsvwbqq) was difficult to remove from the mount and then it was impossible to separate the mount from the implant doctor was able to complete the procedure with another implant.

Manufacturer narrative:
This report is being submitted to supplement 0002023141-2018-00826. Date recv'd bymfr: 08 jan 2019. One tapered screw vent implant with corresponding transfer mount and retaining screw were returned for evaluation. Visual inspection revealed minimum wear about the threads, collar, and vent. The mount screw shows some signs of damage. Functional testing revealed that an excessive amount of force was required to separate the transfer mount from the implant. The reported condition, "doctor indicated that the screw was difficult to [be] removed from the mount and after it was impossible to separate the mount from the implant" was confirmed as the mount required excessive force to be separated. A device history review was performed. There were no manufacturing deviations to suggest that the device caused or contributed to the reported event. The device left zimmer biomet conforming and within specifications. A definitive root cause of the reported event could not be determined. Probable causes for the reported malfunction include excessive insertion torque or patient specific issues that could contribute to mount deformation.